Event description:
Name of procedure being performed: bilateral salpingoectomy oopherectomy. Detailed description of event: inzii bag was being deployed while inside the patients abdominal cavity down a 5mm port to retrieve a specimen. Undeployed bag placed through trocar. Once inside abdominal cavity with end of introducer all the way through the cannula of trocar and under direct visualization, the handle was pushed in a downwards motion to deploy the bag. When the handle was pushed all the way down, the bag deployed inside the abdominal cavity and came off the metal prongs. Bag was not used and taken out of the patient. Patient status: no patient injury. Type of intervention: bag was removed from patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag coming off the metal supports as the tissue bag was returned detached from the unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: bilateral salpingoectomy oopherectomy. Detailed description of event: inzii bag was being deployed while inside the patients abdominal cavity down a 5mm port to retrieve a specimen. Undeployed bag placed through trocar. Once inside abdominal cavity with end of introducer all the way through the cannula of trocar and under direct visualization, the handle was pushed in a downwards motion to deploy the bag. When the handle was pushed all the way down, the bag deployed inside the abdominal cavity and came off the metal prongs. Bag was not used and taken out of the patient. Patient status: no patient injury. Type of intervention: bag was removed from patient.